Event description:
It was reported that an armada balloon catheter was advanced to the lesion in the left superficial femoral artery using an antegrade approach. During the first inflation, it was noted that the balloon lost pressure and leakage was detected at the proximal hub of the catheter. The device was removed from the anatomy without any issues and another armada balloon catheter of the same size was used to successfully treat the lesion. The patient final outcome was good; there was no adverse patient effect or significant clinical delay in the procedure. No additional information was provided.

Event description:
Additional information received indicated that the balloon was inflated via syringe, one time, to approximately 8 atmospheres for a short moment. However, due to the use of a 10ml syringe, the reported pressure may not be very accurate. It was not possible to hold the inflation as the pressure dropped immediately due to the leaking hub. There was no resistance felt during advancement. There were no kinks, bends or tear noted in the armada shaft. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.